Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. Visual inspection was performed and the cannula cap was found in broken condition and properly attached to the cannula tabs. Fire testing was not conducted because the trigger was completely jammed. The device was disassembled to perform a deep inspection. 7 straps were found inside the cannula shaft. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. When this happens the internal components in the cannula shaft cannot slide properly. The cannula cap was in broken condition due to damage on the fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a prolapse procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the staples were blocked in the device. The procedure was completed using same like device. No adverse patient consequences were reported. No additional information was provided.